Event description:
During the premature ventricular contraction procedure, the sheath was inserted into the right atrium. Before inserting the catheter, while aspirating blood from the side port, air was aspirated. Despite several attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.